Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (25 mg/ml at 11.976 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that there had been numerous pump motor stalls and recoveries since (B)(6) 2019 but that was as far back as the logs went, so it was unknown when the first stall actually began. On (B)(6) 2019 another motor stall occurred and 5 minutes later the motor stall recovered. On (B)(6) 2019 the pump was refilled. On (B)(6) 2019 the most current motor stall occurred with no recovery. The patient had withdrawal symptoms that began on (B)(6) 2019. On (B)(6) 2019 they silenced the alarm. On (B)(6) 2019 a tube set message logged. The pump was replaced on (B)(6) 2019. No further complications were reported/anticipated.